Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that when the patient increased the intensity of her stimulator she experienced a seizure. She is "s/p scsr". Her leads are peripheral on the left side of her head. The ins location is in her right chest. The patient was seen in the emergency department and treated with pain medication for break through pain. The patient stated that if she turns up the intensity past 6.6 her tongue stiffens and she has what she explained to be a seizure. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and has a history of headaches and hypertension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient increased their stimulation on (B)(6) 2018 at 7:00 pm because they were having "breakthrough" pain. The patient reported that they had what they thought was seizure around midnight that night. The ins was interrogated and found to be operating normally. It was noted that the patient had been instructed several times not to increase the stimulation too high. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was clarified that s/p scsr meant status post spinal cord stimulator replacement. It was reported that the cause of the patient's seizure was never determined or diagnosed. Patient diagnosed them herself as seizures. Patient stated she would just avoid turning the previous ipg up too high. Patient stated that when the ipg intensity was too high her tongue would go rigid. This was and is the case with the previous implant and her new ipg. It was reported that patient had a clear CT scan but because the lead was placed under the skull she was not able to have an MRI. Rep reported that she would be meeting with the patient and her physician assistant in the office. Patient had her stimulation off since sunday and the symptoms have not returned. Patient's pain doctor advised her to not turn the stimulation up too high.